Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that no defects were found during the visual inspection. When tested a slight occlusion was noted, but this could be due to the dryness of the valve when received. The device passed all functional tests. The instructions for use warns users that common magnets greater than 80 gauss, may affect the valve setting when placed close to the valve. It is possible that the ipad may have potentially altered the valve setting if it came in contact with the patient at a range that was closer to 9mm from the valve as the magnetic strength of the ipad was greater than 80 gauss. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Rep reported that the patient required a revision of the valve after being in close contact with an (B)(4). The (B)(4) was in contact with patients head where the valve was located. The condition of the patient is good after the valve revision.